Event description:
C section surgery - md was removing bovie from field and the tip ignited small arc of flame - not prep related. Prep was dried per mfg guidelines. Patient was draped. Removed bovie medtronic/covidien ft10 and not using bovie from the cardinal packs. C section pack mfg code (B)(4), lot # 683473, bovie mfg # pencil cautery with model # e2450hns. This is the third system in a 30 day period. (B)(4).